Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/18/2022. H6 component code: g07002 device not returned. Additional information was requested, the following was obtained: customer request: local letter: no letter required. Qty to be returned: 1: 0. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on an unknown date and suture was used. During the procedure, the suture detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? No further information is available. What is the lot number? No further information is available. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify no further information is available.